Event description:
Pt acquired infection after surgery. A wash-out was performed; however, nothing was removed.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Depuy raynham reviewed the device history records and found no anomalies. The records also confirmed the samples passed the sterility test. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.